Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. The right ventricular lead exhibited noise which was reproducible. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.